Event description:
The customer reported the system displayed an "error 25" error message. This error will likely lock up the system rendering it unable to make fluoroscopic x-rays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.